Event description:
The customer reported that the system would intermittently fail to save pt image data and boot up to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The system voltage was evaluated and the tarball log files were downloaded for further analysis. The system was tested and found to be working as intended and put back into service.